Manufacturer narrative:
The insulin pump alarmed during basic occlusion test due to protruded/loose drive support disk. The device had broken battery cap, cracked belt clip slot, cracked reservoir tube lip, minor scratched lcd window, and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a compromised force sensor system alarm, and insulin was squirting out during manual prime. Customer's blood glucose level at the time 97mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.